Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article received titled, ""unusually high rate of early failure of tibial component in attune total knee arthroplasty system at implant¿cement interface" was reviewed for MDR reportability. The purpose of the study was to describe the clinical, radiographic, and intraoperative findings of patients from three centers who received the attune tka system and required a revision surgery. 15 knees (13 patients) were implanted were attune and all underwent a revision due to tibial component loosening. Detailed patient information was provided for 2/15 knees. This pc is to capture the 2nd patient. (B)(6) year-old woman presented with pain, effusion, and decreased rom 2 months after her primary right tka. Radiographs didn¿t reveal any progressive loosening. Infection was negative. Patient underwent a revision which revealed a grossly loose tibial component (cement to implant interface). No information was provided for the cement mfg. "

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.